Event description:
Cardiac arrhythmia, numb feet/hands, migraines, alarming decline in brain functioning, intermittent difficulties getting enough breath, extreme inflammation, buzzing ears, sluggish bowels that cannot be attributed to eating or lifestyle, food sensitivities, breast pain, pain in armpits, waking up everyday feeling horrible like I have the flu or am hungover (despite the fact that I don't drink) and wondering how long the crappy feeling would last each day, and an unexplained twitching mostly in my hands and feet. The ps that implanted in 2007 told me "the implants (mentor smooth silicone) would age with me, had a lifetime guarantee and would not rupture." I never received any warnings, never told they needed replacement and when I explanted on (B)(6) 2019, the right one was ruptured and sort of looked like runny vanilla pudding. Yes, I feel lied to and regret it took me so long to understand it was my implants creating this havoc. I look 10 years younger after getting them removed and already feel so much better. I don't feel like I'm dying anymore. I've tried everything from diet to herbal drs to acupuncture and so on to get back to feeling like I ought to for my age and my healthy lifestyle. Now, without the implant, I have real hope that I'll know what it's like to feel good again. To wake up in the morning feeling awesome would be the greatest thing in the world. (B)(6) has picture of my implants that I could request be sent in. FDA safety report ID# (B)(4).